Manufacturer narrative:
(B)(4) this is one of two manufacturer reports being submitted for this case. This report represents the valve used in this procedure. Per the instructions for use, valve malposition requiring intervention and cardiovascular injury, such as perforation or dissection of vessels, ventricle, myocardium or valvular structures are known potential adverse event associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to aortic malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally or bulky/severely calcified aortic leaflets, preserved ejection fraction, significant mitral annular calcification (mac), loss of pacing capture, rapid deployment, release of stored tension during deployment, and movement of the delivery system by the operator. Deployment of the sapien valve too aortic has the potential to contribute to suboptimal coaptation of the sapien valve leaflets and cause central aortic insufficiency; it can obstruct the coronary ostia; and lead to embolization of the prosthesis into the ascending aorta. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for aortic malposition (i.e. Minimal leaflet calcification, severe septal hypertrophy), bav may provide indication of potential balloon movement during valve deployment in this case, the delivery system balloon being inflated too quickly likely contributed to the malposition of the valve. As reported, bringing the partially deployed valve and delivery system around the aortic arch likely contributed to the aortic dissection. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented.

Event description:
During deployment of a 26mm sapien 3 valve, the delivery system balloon was inflated quickly and appeared to jump aortic. The valve was in the sinuses of valsalva and was not fully deployed. It could not be pushed more ventricular so it was decided to pull back and deploy the valve in the descending aorta. While pulling the devices around the aortic arch, the valve got stuck, possibly on plaque, and would not move. The delivery system balloon was planned to be inflated a little bit more and pull the devices back, however, during inflation the balloon ruptured. Upon removal of the delivery system, the ruptured balloon could not be pulled back into the esheath. The delivery system and esheath were removed as one unit. During removal, the iliac artery ruptured. The site was surgically cutdown to repair the artery and the patient was placed on bypass. An effusion was then noted and an aortic dissection was observed from the aortic arch down to the annulus. The patient's chest was opened to repair the dissection, however, the patient coded twice and expired on the table. The aortic dissection was thought to have occurred when bringing the devices around the aortic arch. Prior to the tavr procedure on the same day, the patient had a pci and also coded during that procedure.